Event description:
The patient underwent a successful valve in valve procedure using a 20mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Update to b5.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event for post implant-calcification was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification and post implantation-svd-calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. As reported, "approximately 4 years and 3 months post tavr procedure using a 23mm sapien 3 valve via transfemoral approach, the valve is failing due to stenosis. The proctor review indicated that the leaflets edges appear to be calcified and degenerated." In this case, due to insufficient information, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
Approximately 4 years and 3 months post tavr procedure using a 23mm sapien 3 valve via transfemoral approach, the valve is failing due to stenosis. A proctor review of this case, indicated that the leaflets edges appear to be calcified and degenerated. Per proctor review, the valve will need to be explanted or a valve in valve procedure should be performed.